Manufacturer narrative:
This report is submitted on march 21, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced discomfort at the abutment site and subsequently was administered oral and topical antibiotics (date not reported).